Manufacturer narrative:
Batch review performed on 30 january 2018 lot 173668: (B)(4) items manufactured and released on 03 oct 2017 . Expiration date: 2022-09-21 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed on 02 february 2018 by medical affairs: partial knee revision surgery (tibial component) occurred one month after primary cemented tkr in a (B)(6) year-old woman. Radiographic images provided show the presence of a mobilized tibial component. According to the report, a fracture was observed intraoperatively. This situation may have led to component malpositioning and hence to the failure but the real cause cannot be determined with the information at hand.

Event description:
Medacta sales representative was informed on (B)(6) 2018 by the surgeon that a revision surgery will be necessary on (B)(6) 2018. Revision surgery performed due to tibial tray mobilization 1 month after primary surgery probably caused by a bone fracture detected during the revision procedure. The tibial component was found without cement.

Manufacturer narrative:
Visual inspection performed on 28 march 2018 by r&d product manager: revision surgery after 1 month from primary tka for mobilization of the tibial component. No traces of residual cement can be seen on the distal surface of the explanted tibial baseplate in contact with the bone. This is not an evidence of lack of adhesion between the cement and the implant,since it is something usual to be seen on explanted components even if the cause of revision is not instability, loosening or mobilization. Loosening was most likely linked to: tibial bone fracure. Failure in the cementation process that is linked to several factors not implant related. No considerations relevant for the event can be done from visual inspection of the explanted tibial insert that doesn't present any anomalies.